Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.

Event description:
It was reported that patient ipg displayed end of service message. Patient lost the therapy. This is all the information available at this time.